Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Cause of the peritonitis and treatment provided was not reported. It was not reported if the patient was hospitalized for the event. Outcome of the event was not reported. No additional information is available.